Manufacturer narrative:
The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump was received with high sleep currents due to corrosion at the electronic assembly. The motor assembly and battery tube was found with traces of corrosion. No critical pump error alarms were noted. The pump was received with minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was unknown. Customer stated that she had been on the beach today and it might have gotten a bit too hot for pump. Customer agreed to replace the pump.